Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d4; d9, h6: photo investigation: a photo-investigation was performed on the image provided. Upon inspecting the image, the threaded tip of the driving cap was observed to be broken. However, the allegation of radiolucent insertion handle being broken cannot be confirmed from the provided image. No defects were found with the radiolucent insertion handle. The root cause for the reported event cannot be determined from the available information. The complaint condition cannot be confirmed during photo investigation. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. H3, h6: a product investigation was conducted. Visual inspection: the radiolucent insertion handle frn (p/n: 03.033.001, lot # 5l11912) was received and received at us cq. Upon visual inspection, the broken tip of the mating driving cap was retained in the threaded portion of the insertion handle but could be fully removed. No other issues were identified with the returned device. Conclusion: the complaint condition is not confirmed as no damage were observed on the radiolucent insertion handle frn (p/n: 03.033.001, lot # 5l11912). There is no indication that a design or manufacturing issue were identified. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h6: a device history record (DHR) review was conducted: part # 03.033.001. Lot # 5l11912. Release to warehouse date: 10 sep 2019. Manufacturer: hagendorf no ncr's were generated during production. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H6: corrected patient codes.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j sales representative. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Photo investigation: the device was not returned. A photo-investigation was performed on the image located in pc attachment image.jpg". Upon inspecting the image provided, the threaded tip of the driving cap was observed to be broken. However, the allegation of radiolucent insertion handle being broken cannot be confirmed from the provided image. No defects were found with the radiolucent insertion handle. The root cause for the reported event cannot be determined from the available information. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Conclusion: the complaint condition cannot be confirmed during photo investigation. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history lot - part # 03.033.001. Lot # 5l11912. Release to warehouse date: 10 sep 2019. Manufacturer: (B)(4). No ncr's were generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, the patient underwent a procedure during which the driving cap and handle were broken due to unknown reason. This report is for one (1) radiolucent insertion handle frn. This is report 2 of 2 for complaint (B)(4).